Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they knew of someone who had a pain stimulator implanted in their back that was malfunctioning, but they didn¿t know any more information about it. It was noted the patient hadn¿t discussed the issue with a physician or had the device checked.